Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had weak battery alert also batteries go from full to dead in a span of minutes they must use paperclip as tool to make battery work. Customer's blood glucose value was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery last less anomaly and unexpected battery power loss anomaly due to blank display. Device received with stripped battery cap coin slot. (B)(4).